Manufacturer narrative:
This report is being submitted to correct the aware date for the associated initial report (MDR # 8010047-2022-02689). The correct date aware that report should be 08dec2021, not the submitted 23jan2022. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This is an additional information report to provide further event details from the initial reporter. The investigation is on-going. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that the subject device was presenting an e207 error, but the main lamp was still functioning properly. The initial reporter also confirmed that the intended procedure was a gastroscopy and it was completed using another device with no patient harm.

Event description:
The customer originally reporter that their evis exera iii xenon light source's spare lamp was showing an unspecified error during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. A field service engineer (fse) was dispatched to the facility and noted during inspection that the spare lamp was defective. This report is being submitted to capture the defective spare lamp confirmed during inspection.

Manufacturer narrative:
As noted in event, following the customer's report, an fse was dispatched to the facility and noted the emergency lamp was defective. During that evaluation, it was also discovered that the spare lamp error was being displayed due to that faulty emergency lamp. Additionally, the fse found dust inside the unit that required cleaning. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. It has been over 7 years, since the subject device was manufactured. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the device was not returned from the facility. And the reported event was not duplicated. However, based on the evaluation performed, at the facility by the field service engineer (fse), it was assumed, that the indicated phenomenon ¿scope detection is not working¿ has occurred, due to the influence of normal deterioration. Olympus will continue to monitor field performance for this device.